Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was dislodged after tether mode and was in right atrium. The lp was successfully retrieved and new lp was implanted on (B)(6) 2024. There were no patient consequences.